Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with noise on the ra lead that caused false auto-mode switch episodes. Programming changes were discussed, and the ra lead will continue to be monitored.